Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6) 2019, a conventus representative cleaned and sterilized the instrument set following the completion of surgery. The representative noticed a crack in the ph delivery handle when putting the set back in the tray. The surgeon was never aware of the crack, and there was no delay in the completion of the surgery.